Manufacturer narrative:
A ge service representative performed an onsite investigation. The smart switch board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fe confirmed the system did not turn on at all. There is no report of death or serious injury associated with the complaint.